Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding / heavy bleeding'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 678815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis removal in (B)(6) 2018, breast prosthesis implantation in 2006, appendectomy in (B)(6) 1991, mammogram, paresthesia, low back pain, hip injury, leg injury, inflammation nos, menstrual flow altered, dyspareunia, pain menstrual, perineal pain, c-section, uterine enlargement and polymenorrhoea. Concurrent conditions included uterus enlarged, cough incontinence, breast cancer, axillary lump, adnexa uteri tenderness, uti, frequency urinary, endometrial thickening, uterine fibroid and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), food allergy ("other (list): food sensitivities"), feeling abnormal ("extreme brain fog"), arthralgia ("joint pain"), myalgia ("muscle soreness") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, urinary tract disorder, allergy to metals, food allergy, feeling abnormal, arthralgia, myalgia, vision blurred and weight increased outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, feeling abnormal, food allergy, genital haemorrhage, myalgia, neuromyopathy, pelvic pain, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: 4 number of coils on the left and 8 number of coils on the right remaining in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding / heavy bleeding'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 678815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis removal in (B)(6) 2018, breast prosthesis implantation in 2006, appendectomy in (B)(6) 1991, mammogram, paresthesia, low back pain, hip injury, leg injury, inflammation nos, menstrual flow altered, dyspareunia, pain menstrual, perineal pain, c-section, uterine enlargement and polymenorrhoea. Concurrent conditions included uterus enlarged, cough incontinence, breast cancer, axillary lump, adnexa uteri tenderness, uti, frequency urinary, endometrial thickening, uterine fibroid and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), food allergy ("other (list): food sensitivities"), feeling abnormal ("extreme brain fog"), arthralgia ("joint pain"), myalgia ("muscle soreness") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, urinary tract disorder, allergy to metals, food allergy, feeling abnormal, arthralgia, myalgia, vision blurred and weight increased outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, feeling abnormal, food allergy, genital haemorrhage, myalgia, neuromyopathy, pelvic pain, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: 4 number of coils on the left and 8 number of coils on the right remaining in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.